Manufacturer narrative:
The customer callback and stated that the lens got stuck in the injector and was torn as dr. (B)(6) attempted to insert the lens. There was eye contact but the lens was not implanted. The customer stated there was a concerned regarding the lubricity of the injector but the did not have the lot number of the unit. (B)(4).

Event description:
It was reported that the aa4203tl silicone three piece lens was torn as the result of an injector malfunction. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch for will be submitted.

Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient. Device damaged by another device. The injector was not returned, however, the lens was received and evaluated. A piece of the haptic was torn off and missing and there was a clear surgical residue on the lens. Evaluation conclusion (unable to confirm): based on the complaint history and the evaluation of the returned product, we were unable to confirm this complaint. (B)(4).